Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to biopsy channel leaking while the user was handling the device, and water invading the scope connector which led to abnormality of electronic parts the event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the image reappeared after aeration of the device. A leak was observed in the instrument channel. No other leaks were identified. Rust was found inside the channel at the distal end of the plastic cover. The adhesive on the bending rubber (a-rubber) was lifting. The camera switches 1 and 4 were not working. The was a conduction failure (no reading) in the bending section. The control body was wet due to fluid ingress. The scope connector was wet, had corrosion, the boot was torn, and the circuit board was corroded. The light guide prong/mount was wet. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope failed the air/water leak test. There were no reports of patient or user harm associated with this event. The subject device was returned to olympus for evaluation. During inspection and testing, there was no image displayed from the device. This report is being submitted for the malfunction found during the device evaluation.